Event description:
Event description guidant received information that upon in terrogation of this pacemaker the gas gauge displayed 1/4 inch aboe elective replacement time and longevity remaining shows less than 0.5 years. At the final interrogation the print out shows greater than 5 years and the gas gauge was unchanged. The pulse width parameter had been increased from 0.4 ms to 1.0 ms, prior to this.